Event description:
The customer reported that the insulation fell off while they were activating the device. The piece fell into the patient cavity and was retrieved without any patient injury.

Manufacturer narrative:
Covidien reference number: (B)(4). Date of initial report: (B)(4) 2013. Visual inspection of the returned sample found the clear insulator loose in the returned container along with the electrode. The electrode blade and insulation were scratched and torn. There was excessive eschar on the electrode blade. Only the tip of the electrode should make contact with target tissue. The instructions for use state that cleaning the electrode with a scratch pad or other abrasive object, or scraping with a sharp object, may damage the electrode. If the electrode becomes damaged, it should be discarded.